Event description:
Customer reportedly obtained results of hi, 222mg/dl, 169mg/dl, and 146mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.